Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker felt pain on the upper part of the pocket. A pocket revision was performed. Additional information indicated this patient had already felt discomfort a few years back but no intervention was done at that time. Recently, this pacemaker was successfully placed in a lower position. The pacemaker remains in service. No additional adverse patient effects were reported.